Event description:
A non-healthcare professional reported that, during intraocular lens implantation surgery, the lens was damaged before being placed in patient's eye. There was no patient contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.